Event description:
A hospital in (B)(6) reported via a distributor that a water leak occurred at the feedset of three mr290 autofeed humidification chambers. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 devices are currently in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.